Manufacturer narrative:
The company service representative examined the system and confirmed system messages displayed. The fluidics module was replaced and will be sent for in-house evaluation. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). The nurse reported a system message displayed before surgery. The cassette would not prime. Additional information received from the company sales representative stated he was present in the operating room when the event occurred. The patient is monophthalmus, and the surgeon did not want to run a risk and he decided to use another system. There was a 30 minute delay to begin surgery. No patient injury was reported.